Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the following information for each surgical procedure done with ethicon sutures where the patient developed suture spitting and infection: please provide the patient's demographic information including age, gender, weight, bmi at the time of each index procedure. Date and name of each procedure? The diagnosis and indication for each surgical procedure? What was the initial approach for each surgical procedure? (Open, laparoscopic or other)? What type of suture was used for each surgical procedure? Product code and lot number? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was each suture spitting event managed? How was each infection managed? Please describe any surgical intervention required for each event including dates and results. Please describe any medical intervention performed including medication name and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? How was the suture originally tied (multiple knots, square knot, etc.)? What symptoms did the patient experience following each surgical procedure? Onset date? Please describe the patient manifestations of the reported infection (location, severity, appearance, systemic or local infection). Were there any pre-existing signs/symptoms of active infection prior to each surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed for each infection? If so, please provide the results. How much and what type of drainage was present in each wound? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to these events? What is the patient's current status? If applicable, will product be returned? If so, please provide the return date and tracking information. Related medwatch reports -2210968-2022-07651.

Event description:
It was reported that since 2014 the patient has had various procedures done with ethicon sutures where there was post op suture spitting and infection. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: I appreciate your assistance however this detail is not something I have and the patient already had her procedure done. This is not a complaint about the product as much as we were trying to gather information about the different types of suture as the patient has a very unusual reaction to it and had to undergo a c-section. Thank you for your assistance.